Manufacturer narrative:
Device investigation narrative - one 2.9 osteoraptor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has cracked at its proximal end. The condition of the device indicates axial alignment was not maintained during insertion of the anchor. Per the device IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair.¿ further investigation is not warranted at this time. Credit has been issued as a customer courtesy.

Event description:
During hip arthroplasty, after pre-drilling, while implanting, it split. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.